Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: laparoscopic partial gastrectomy event description: complaint 1 of 3: (B)(4). Complaint 2 of 3: (B)(4). Complaint 3 of 3: (B)(4). Two trocars broke upon insertion. One trocar was inserted with difficulty. [Translation]. I am the new hus in the operating room, replacing [name]. Unfortunately, I was a little late in reporting the event, but I wanted to let you know that we had difficulties with 2 of your ctf01 trocars. The events occurred on (B)(6) 2023 with dr. [Name] during the same laparoscopic parietal gastrectomy. The problem raised was that the patient's wall was difficult to pass through and that on two occasions, 5 x 150 mm trocars were broken at insertion. A third trocar could be inserted with difficulty, but without breakage. Dr. [Name] was then assisted by dr. [Name] and the two mentioned to me that it had never happened to them before. I was wondering if this issue had been raised elsewhere? The incident did not have a direct impact on the patient. The lot number of the trocars was 1473094 (the same for both) and they were not retained for analysis. Product is not available for return. Additional information received on 31oct2023 via email from account manager: cannula of trocar broke. "Cannula cracked and affected direction that it was being inserted." There are no images of the trocars. The breaks were not considered to be clean breaks, they were cracked. No pieces fell into the patient. The trocars were inserted alternating clockwise and counterclockwise direction during insertion. The case was not robotic. Intervention: a third trocar could be inserted with difficulty, but without breakage. Patient status: recovered.

Event description:
Procedure performed: laparoscopic partial gastrectomy. Event description: complaint 1 of 3: (B)(4). Complaint 2 of 3: (B)(4). Complaint 3 of 3:(B)(4). Two trocars broke upon insertion. One trocar was inserted with difficulty. [Translation] I am the new hus in the operating room, replacing [name]. Unfortunately, I was a little late in reporting the event, but I wanted to let you know that we had difficulties with 2 of your ctf01 trocars. The events occurred on august 31, 2023 with dr. [Name] during the same laparoscopic parietal gastrectomy. The problem raised was that the patient's wall was difficult to pass through and that on two occasions, 5 x 150 mm trocars were broken at insertion. A third trocar could be inserted with difficulty, but without breakage. Dr. [Name] was then assisted by dr. [Name] and the two mentioned to me that it had never happened to them before. I was wondering if this issue had been raised elsewhere? The incident did not have a direct impact on the patient. The lot number of the trocars was 1473094 (the same for both) and they were not retained for analysis. Product is not available for return. Additional information received on 31oct2023 via email from account manager: cannula of trocar broke. "Cannula cracked and affected direction that it was being inserted." There are no images of the trocars. The breaks were not considered to be clean breaks, they were cracked. No pieces fell into the patient. The trocars were inserted alternating clockwise and counterclockwise direction during insertion. The case was not robotic. Intervention: a third trocar could be inserted with difficulty, but without breakage. Patient status: recovered.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.